Event description:
It was reported that the coupler section of the product was not rotating freely or smoothly. It was further reported that this could cause a loss of picture. No adverse consequences were reported. The product was being used as a back-up at the hospital.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was tested in accordance to procedure using different consoles and scopes. No issues were noted. The product was subjected to 2 sterilization cycles and then evaluated. No issues were noted. A vacuum test was performed on the product. No leaks were detected. The product performed as specified. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.